Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that when the external pulse generator (epg) was tested with the analyzer, there was no output. There was no patient involvement. It was reported that when the external pulse generator (epg) was tested with the analyzer, there was no output. It was further noted that this generator is no longer supported and is not repairable. There was no patient involvement with this event.